Event description:
Baby placed in infant warmer when at that time an "electrical burning smell" was noted by parent and staff. The infant and the mother were removed from warmer and room. Noted: a fire alarm went off the night before from the same room. It was undetermined why the alarm was set off - the fire department did end up coming to the floor.